Manufacturer narrative:
The vyaire medical failure analysis lab (fa) received the suspected gas delivery engine (gde). The fa engineer cycled the device in the user mode with no anomalies. A physical inspection found no anomalies with the gde and sub-components. The calibration data was reviewed and calibration was performed per manufacture specifications. The error log was reviewed and no errors were present. Additionally, the inspiratory flow sensor was removed from the gde and tested, which found no anomalies. At this time, the reported event was not duplicated therefore a definitive root cause could not be determined.

Manufacturer narrative:
The customer reported the repairs would be performed by their servicing group. However, the suspect ventilator component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect ventilator component for evaluation.

Event description:
The customer reported while in patient use a blank display, the ventilator terminating ventilation and cycling off. The customer stated no patient harm or injury was associated with this event. The third party rental biomed group who owns the ventilator reported accessing the error log of the ventilator and reported the following error's "ftc improper power down, ifs voltage fault" .